Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a transpac IV monitoring kit that the customer reported after the enclosed package was opened, the tube at the t-shaped connection point was found unattached. There was no patient involvement.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed and a similar complaint with the same finished product lot number was confirmed for the separation. Without the return of the reported sample, a probable cause cannot be identified. The reported complaint was confirmed based on the lot history review.